Event description:
Account was performing lookback testing on donors who had previously reactive hcv screening results. This donor was redrawn and was tested with abbott hcv 2.0 eia and was non-reactive. Riba 2.0 testing was indeterminate (c100 = 1+, c33 = 2+, sod = 2+). No report of injury.

Event description:
Account was performing lookback testing on donors who had previously reactive hcv screening results. This donor was redrawn and was tested with abbott hcv 2.0 eia and was non-reactive. Riba 2.0 testing was reactive (c100 = 1+, c33 = 2+, c22 = 2+). No report of injury.

Event description:
Account was performing lookback testing on donors who had previously reactive hcv screening results. This donor was redrawn and was tested with abbott hcv 2.0 eia and was non-reactive. Riba 2.0 testing was reactive (5-1-1 = 1+, c100 = 1+, c33 = 2+). No report of injury.